Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a consumer receiving dilaudid [15 mg/ml] at a rate of 1.5 mg/day via intrathecal drug delivery pump. It was reported that on (B)(6) 2017, the doctor performed a posterior lumbar fusion. He believed he slightly nicked the catheter, so opted to cut the catheter and reconnect using a catheter pin in a spinal segment revision kit. He was not sure he would be able to save the catheter. Approximately 2 cm was removed and the connector pin was placed and the issue was resolved.